Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. The report was only able to provide the information that 4 screws were planned to be removed, but were unable due to instrument problems. No other information regarding the screws were provided, because they were not removed. Based on the given information, a definitive root cause cannot be deterimined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product remains implanted.

Event description:
It was reported that the patient underwent a revision due to leveling issue of a spine ring. As the screws of the system could not be removed a stabilization system was used. The screws remain implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign ¿ germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. : remains implanted.